Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they rear case was not affected by external case recall. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the keypad.

Event description:
It was reported that the device was being returned for the external case recall. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 21 dec 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was involved in a production failure q6 (B)(4) for out of specification which does not correlate to the customer reported issue.

Event description:
It was reported that the device was being returned for the external case recall. There was no patient involvement.